Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2016, an fse conducted on-site follow-up with the customer. The fse observed that the lqc board was not working properly. The fse ordered the part and returned on (B)(6) 2016 to install the board. This returned the instrument to normal operation. The most probable cause of the reported event was due to a defective lqc board.

Event description:
On (B)(6) 2016, a customer reported a noise coming from their aia-900 analyzer. The customer tried replacing the diluent and on repower, there were no diluent short errors but a buzzing noise that is constant. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting progesterone and prolactin patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting .